Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was present in the pump battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during investigation, a visual inspection confirmed moisture was visible in the battery compartment. A leak test was performed and no leaks were found.